Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory issues, continuous cough, sinus infection and upper respiratory infections. The patient alleges they have been several medications because of her symptoms. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory issues, continuous cough, sinus infection and upper respiratory infections. The patient alleges they have been several medications because of her symptoms. Medical intervention was not specified. Per reportability decision there is insufficient evidence to pronounce a serious injury. No medical intervention was required by the patient.